Event description:
It has been reported to philips that images were not being displayed on the flexvision monitor. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the images were not displayed on the monitor when the device is connected to the ivus/oct connection box (wcb1). During troubleshooting, it was found that the external device that outputs video signals was causing the reported issue. The customer reconfigured the device and connected it to wcb1. After reconfiguration, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.